Manufacturer narrative:
Investigation: no investigation possible because device will not returned. Event cause analysis description mentioned by doctor: poor contact was caused by the pulling of the measuring cable when used by nurses and doctors. The doctors and nurses have been re-trained in the use of the device, and the main cable has been replaced. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. No injury occurred.